Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified iliac vessel. A 7.0mmx60mmx135 cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.